Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer went to grasp tissue and the wire of the prograsp forceps instrument broke/snapped. The procedure was completed with no reported injury.